Manufacturer narrative:
Lot number was not provided therefore unable to proceed with product investigation.

Event description:
Toxic shock syndrome. Brain hemorrhage [cerebral hemorrhage]. Septicemia [sepsis]. Hit by a serious flu [influenza like illness]. High fever [pyrexia]. Attack of dizziness [dizziness]. Did not feel well [malaise]. Could not feel legs anymore [sensory loss]. Could not move anymore [akinesia]. Gynecological problem [genital disorder female], 3 cm heart abscess [cardiac infection]. Kidneys did not work anymore [renal failure]. Did not change tampon for 20 hours [device misuse]. Case description: a reporter from a tabloid contacted the company inquiring about a recent tss fatality attributed to tampax, occurring about (B)(6) ago. No further information was provided. On (B)(6) 2013, received follow-up tabloid article: a tabloid article revealed that an adolescent female, age (B)(6), used tampax tampon, version/absorbency/scent unknown and developed a terrific septicaemia causing her death on (B)(6) 2013. Her family thought their daughter had a serious flu when she wasn't feeling well in (B)(6) 2013 and developed a high fever on (B)(6) 2013, but her situation became worse very quickly. She was with her boyfriend the evening before when she had an attack of dizziness and could not feel her legs anymore, couldn't even move anymore. Her boyfriend called the hospital and upon arrival she was hospitalized in intensive care. She was given several unspecified examinations and an unspecified operation before the doctors concluded that she had a gynecological problem, but they didn't know what it was. She was transported to another hospital and after a second unspecified operation, the doctors concluded that their pt had an abscess at the heart of 3cm and that her kidneys didn't work anymore; the family was told that she had the toxic shock syndrome. She was given some powerful antibiotics and they thought she would survive, but she had a brain hemorrhage and died in the evening on (B)(6) 2013. It was mentioned that when she wasn't feeling well, she didn't change her tampon for 20 hours. The case outcome was fatal. No further information was provided.